Event description:
It was reported that the patient was in the emergency room due to syncope and an atrial high rate. Follow-up was not successful and no additional information was obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.